Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer has been experiencing low blood glucose levels of 35 mg/dl throughout the day. The customer states that her doctor has recently changed her basal settings, but she is still getting low blood glucose levels. The customer then stated that the insulin pump was delivering too much insulin. The customer also treated her low blood glucose by eating fruit and yogurt. Nothing further was reported.